Manufacturer narrative:
Device evaluation: two devices were returned for investigation. The samples were received in used conditions, decontaminated, without their original packaging and inside plastic bag. During visual inspection each joint was inspected to detect possible causes of leakage in the heat exchanger connections; no defects were detected. For both samples functional testing found a leak was observed between the tube with the adapter connection. The complaint was confirmed. The root cause for the leak condition was attributed to lack of adhesive between the tube end of the female luer assembly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. An awareness notification was conducted by the quality engineer to the production personnel to explain the importance of adherence in the procedure.

Event description:
It was reported that during the pre-use check, leakage of circulation water was observed at the branching part of the heat exchanger. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.